Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device (a) was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. Device (b) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be cracked at the discolored (blue) portion. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage. Device b additional information: batch # j91z8d, expiration date: 7/9/2017, manufacturing date: 8/9/2012.

Event description:
It was reported that during a hemorrhoidectomy, an error occurred and the device was not activated from the beginning. The error code was unknown. In the 2nd device, when a nurse wiped the blade with gauze, the blade was broken off outside the patient. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. The nurse commented that a keening noise sometimes was heard during use. Two devices will be returning.